Event description:
Patient showed battery remaining as mol1 in (B)(6) 2014. In (B)(6) 2014, device tripped eri. Physician recalls that the patient had surgery in the same month. Possibly eos due to cautery. (B)(6) 2015 - this device was returned.

Manufacturer narrative:
Upon receipt, the device interrogation revealed the battery status eos. A number of 16 charging cycles was documented. The memory content of the device was inspected. The analysis of the shock holter revealed that on (B)(6) 2014 at 11:11 a.m. A charging cycle due to a vf-detection was aborted and the eos battery status was activated, consistent with the time of the reported surgery of the patient. The corresponding iegm revealed the presence of noise in the rv channel leading to the detection of vf and in consequence to the charging cycle. The signal morphology of the observed noise is indicative of strong invasive external influences at that time, such as the use of electro cautery during surgery. It is reasonable to assume that a magnet was placed over the ICD during surgery. An unfavorable orientation as well a short distance between the placed magnet and the device during a charging cycle may lead to such rare clinical events. When there is a short distance between the magnet and the ICD, and the orientation of the magnet is aligned to cause the magnetic field to be strongest over the high voltage transformer, a saturation of the transformer may occur in case of an ongoing charging cycle. These circumstances lead to a temporary drop of the supply voltage below the eos level, resulting in the observed battery status eos. This anomaly does not represent a battery or hybrid malfunction. The device was subjected to an electrical analysis. The eos status was removed with a technical programmer and subsequent interrogation showed the battery status mol2. The ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be flawless and in amplitude and frequency as programmed. A fibrillation signal was applied and the device delivered a defibrillation shock as specified, documenting a correct sensing and shock delivery. In particular, the specified energy level was reached. Additionally, the sensitivity of the magnetic switch to disable anti-tachycardia therapy was tested and proved to function properly. In summary, based on the analysis results and the reported surgery of the patient at the time of the eos detection, it is reasonable to assume that the clinical observation was caused by a short distance between a placed magnet and the ICD during a charging cycle due to the detection of electrical noise during electro cautery. After the removal of the eos status the ICD was fully functional. The battery was not depleted. There was no indication of a material or manufacturing problem.